Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was 485 mg/dl. The customer also stated that the insulin pump had an insulin flow blocked alarm. Customer declined troubleshooting for high blood glucose readings. The customer did not use the auto mode. The insulin pump will not be returned for analysis.